Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a tear in the right cylinder was noted. Cylinders and pump were removed and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a tear in the right cylinder was noted. Cylinders and pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Both of them exhibited wear at fold in the middle and proximal end of their body, along with broken fabric threads and the outer cylinder tube torn in their proximal end. In addition, a bulge in each cylinder proximal end was identified when they were inflated with a syringe. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted, and no leaks were identified; however, it was noted that pump tubing was not returned for analysis as it was cut down to the pump block. Based on the information available and analysis results, the bulge identified in each cylinder could have caused or contributed to the reported clinical observation of device not working properly.